Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat rectocele enterocele and cystocele and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2005 and (B)(6) 2006 due to graft exposure, urinary incontinence and erosion of anterior mesh. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-05184 and medwatch 2210968-2013-05192. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-05184 and medwatch 2210968-2013-05192. The same patient is represented in each medwatch.

Manufacturer narrative:
Resubmission with the correct file number .

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, burning sensation, abdominal pain and depression.